Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient underwent a total abdominal hysterectomy and bilateral salpingo oophorectomy. A ligasure impact device was in use along with a forcetriad energy platform during the procedure. The patient presented an issue of leaking urine to the clinic post-operatively. An internal investigation was performed at the site by the senior gynecology consultant and laparoscopy lead of that location. This person confirmed that the injury was caused by "surgical mistake" and not by any instrument.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/02/2015. A review of the device history records for the forcetriads with serial numbers (B)(4) indicated that these were released meeting all specifications as manufactured. However, it is unknown what generator of these two was used for this procedure.